Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that since their latest implant the patient programmer had been unable to connect. The patient reported that they could not get a complete system check performed because when they go in and it is attempted it shocks the patient's back and takes their breath away. The patient reported that the implant procedure took a lot longer than normal since they had a lot of scar tissue from having cages in their back, and the cages had to be moved and put back in at implant of their implantable neurostimulator (ins). The patient reported that their implantable neurostimulator recharger (insr) could turn on/off their ins. Additional information has been requested regarding the cause of the shocking, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.